Event description:
Attorney alleges "prior to 2007, (patient) was prescribed and/or implanted with a defective medtronic sprint fidelis and was injured as a result. [Patient] was implanted with medtronic's sprint fidelis leads, was injured and died as a result." Further alleges as a result of the lead, patient suffered fatal injuries and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic losses and consequential damages." Review of manufacturer's database verified patient death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
Additional information: information was identified in the indicating the patient died approximately eleven months post implant of the crt-d system approximately four and half years ago. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem.the cause of death has been researched but has not been received.